Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error code 41622 (error motor timeout). Functional testing traced the reported issue to the motor. The motor was replaced to address this issue.

Event description:
It was reported that the pump exhibited error code 41622, related to a motor timeout. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.